Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer reported a falsely elevated architect magnesium result for a 12 year old female patient. The following data was provided (customer provided normal range: 1.7 to 6.0 mg/dl): (B)(6) 2026, sid: (B)(6): initial result = 7.72 mg/dl, repeat = 4.5 mg/dl, repeat on another instrument = 2.1 mg/dl. No impact to patient management was reported.